Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2010, inratio: 1.5. Date: (B)(6) 2010, lab: 2.69. Date: (B)(6) 2010, inratio: 1.6. Customer on 7.5 mg of coumadin alternating with 5 mg since (B)(6) 2010.